Manufacturer narrative:
Concomitant medical products: 6935m-62 lead, implanted: (B)(6) 2017, 4298-88 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the cardiac resynchronization therapy defibrillator (crt-d) may have contributed to the patient's death; the family member was questioning if the device and right ventricular lead provided therapy. The cause and circumstances surrounding the patient's death have been requested and not received.